Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform (sn: (B)(4)) stopped compression after 5 minutes during patient use. Manual CPR was provided while the attending healthcare team attempted to reattach the lifeband. According to the reporter, it was soon after discovered that the lifeband had folded over itself near the belt guard (where the lifeband enters the platform). Subsequently, the primary platform was removed and a secondary platform was used to continue with compressions. The secondary platform functioned normally without issue. There was no report of patient consequence as a result of the reported issue.

Manufacturer narrative:
An onsite evaluation of the autopulse platform (sn: (B)(4)) and lifeband (lot number: unknown) was performed by the (B)(4) manager. The reported stopped compression was confirmed to be a result of the lifeband used at the time of the event and not the platform. The platform was functional tested with a test manikin and a new lifeband; the platform passed testing with no faults found. Visual inspection of the lifeband used at the time of the event found that the belt had possibly become twisted and the protective cloth cover of the belt had become detached from the plastic clip housing by being forcibly ripped from its fixing point. When the lifeband failed, the safety system in the platform stopped the motor and stopped compressions. Although a root cause of the issue could not be conclusively determined, based on evaluation of the lifeband this could have led to the belt popping off the patient. The half a twist of the belt could have also caused the diagonal creases to the belt plus snagging of the protective cover as the belt was forcibly drawn through the belt guides on the take up / compression phase of the drive motor for the 5 to 10 minutes that it did operate before the problem occurred. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Refer to MFR 3010617000-2017-01064 for lifeband.